Event description:
It was reported that the pulse generator was found to be operating in backup mode. It was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Following fields deleted: reason_for_no_eval_code